Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 228mg/dl and 124mg/dl. No adverse event reported.